Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the fiber optic connector was broken, resulting in the fiber optic jumper cable being damaged as well . To resolve all issues, the fse replaced the fiber optic connector and the fiber optic jumper cable assembly. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications, and the iabp was then released to the customer and cleared for clinical service. The full initial reporter name is (B)(6). The full event site name is (B)(6) medical center.

Event description:
It was reported that during a getinge representative's visit to the hospital site for an in-service training on the cardiosave intra-aortic balloon pump (iabp), the customer stated that they were having trouble with the fiber optic reading the blood pressure and they had to use the alternative fluid filled lumen and an external pressure source to achieve balloon pumping. After some troubleshooting it was determined that the fiber optic connection on the balloon pump was defective and would not recognize the fiber optic cable. There was no patient involvement and no adverse event was reported.